Manufacturer narrative:
The customer questioned a presumptive positive sample based on clinical presentation and limited patient exposure. A recollection was ordered which also generated a presumptive positive result. Based on the information provided in the case and the data, no product problem is suspected. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer in the united states, (B)(6), questioned the result of a sample that tested presumptive positive for sars-cov-2 twice. The customer was not confident in the initial presumptive positive result and the patient was retested. The customer seems to believe this could be a false positive result as the patient did not have a lot of contact with many people, amongst other patient related issues. The first and second test were performed from the same patient but with different draws. Both results resulted as ¿presumptive¿ but the customer recorded both results as ¿inconclusive¿ in their internal record keeping. There has been no additional information provided regarding sample type, workflow, patient status, collection dates, etc. The curves for these two samples were reviewed and are indicative of amplification for target 2 and the CT values are consistent with samples falling right at the beginning of the limit of detection (lod) range. These tests were performed with different draws showing consistent results both times. Per the method sheet, a negative target 1 result and a positive target 2 result is suggestive of: a sample at concentrations near or below the limit of detection of the test; a mutation in the target 1 target region in the oligo binding sites; or infection with some other sarbecovirus (e.g., sars-cov or some other sarbecovirus previously unknown to infect humans); or other factors. For samples with a presumptive positive result, additional confirmatory testing maybe conducted, if it is necessary to differentiate between sars-cov-2 and sars-cov-1 or other sarbecovirus currently unknown to infect humans, for epidemiological purposes or clinical management. Based on the information provided in the case and the data, no product problem is suspected.